Manufacturer narrative:
Component code: g03001. A review of complaints received to date did not identify an increase in complaints for the issue. A review of the tracking and trending report determined that there are no trends for the product for the complaint issue. A review of the customer¿s submitted data found that a specimen was tested on abbott ruby analyzer initial invalid results with flagged that invalidated results and the repeat showed valid wbc and differential results. The cell-dyn ruby system operator¿s manual, provides information related to the flagging that instructed to customer for review stained smears and follow the laboratory procedure to confirm the results. Review of the scatterplots and the results indicated a possibility of fluidic obstruction in the wbc measurement for all three specimens. Review of the product history did not find a similar issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the ruby analyzer, serial number (B)(6).

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no.(B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased wbc (white blood cell) results on cell dyn ruby analyzer for multiple patients. The results provided were: on (B)(6) 2021sid (B)(6) wbc=0.24 k/ul /repeated=8.60 k/ulsid (B)(6) wbc=0.080 k/ul, /repeated=3.44 k/ulsid (B)(6) wbc=0.121 k/ul /repeated=4.42 k/ul there was no reported impact to patient management.